Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab."

Event description:
It was reported that when pulling the foley catheter, the balloon was deflated by allowing the syringe to free fill on its own. The tip would not come out so they pulled back on the syringe to make sure the balloon was fully deflated. The complainant reported that the tip off the foley catheter still would not pass through the urethra. Foley was reportedly left in place and the doctor was notified and he was able to pull the catheter out but still met some resistance. The doctor reported that he experienced the same issue with the foley catheter being difficult to remove from a patient. The catheter from this incident was placed on (B)(6) 2019.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when pulling the foley catheter, the balloon was deflated by allowing the syringe to free fill on its own. The tip would not come out so they pulled back on the syringe to make sure the balloon was fully deflated. The complainant reported that the tip off the foley catheter still would not pass through the urethra. Foley was reportedly left in place and the doctor was notified and he was able to pull the catheter out but still met some resistance. The doctor reported that he experienced the same issue with the foley catheter being difficult to remove from a patient. The catheter from this incident was placed on (B)(6) 2019.